Manufacturer narrative:
Concomitant medical products: product ID 747140, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3898-33, lot# lb1422, implanted: (B)(6) 2003, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient was thinking of having the device taken out and getting a pump because the patient couldn¿t ¿deal with the electrocution anymore.¿ if the patient moved his neck, ¿it shocked him because of the wires.¿ this had been happening since implant. It was noted that the healthcare provider (hcp) was trying to take care of the patient¿s lower back and neck. Additional information has been requested but was not available as of the date of this report.